Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day as onset of the event. The event was manifested by poor draining during therapy. Treatment was not reported. Extraneal and physioneal therapy was discontinued six days prior to the start of the event due to poor draining. The patient was performing hemodialysis therapy and had recovered at the time of this report. Additional information is not available.